Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior lumbar fusion procedure. It was reported that the screws had loosened in the bone and could actually be wiggled in the pedicle. A revision surgery was performed. The screws were all 6.5 diameter screws but the "halo" around the screws on the scan showed the hole was now about 10-10.5mm. 9.5 diameter screws were used to replace the screws. The construct was extended to t10-pelvis.